Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v330678, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient with an implantable neurostimulator (ins) said that while the device worked okay, they had too many side effects and they wanted the device removed. The hcp spoke to the patient in length about the problems that can arise from the recurrence of urge incontinence, but the patient was adamant that they wanted the ins removed. Therefore, it was going to be removed in the usual manner. The hcp noted that urodynamics demonstrates al so recurrent stress incontinence with cystocele and this would fixed at the same time with the patient understanding all the procedure. During the procedure the patient was in the prone position, the hcp located the device, betadine was used. An incision was done. The device was removed with no problems, including the lead. The pocket was closed with 3-0 vicryl ard 4-0 biosyn. The patient was on their back in the dorsolicthotomy position, prepped and draped in the usual manner. The vagina was dissected sharply and bluntly all the way to the pubic ramus. A miniarc was placed underneath the midurethra with tensioning and location checked several times. A cystoscopy demonstrated adequate insertion to note that there was a tremendous amount of trabeculation and ureters were flowing clear urine, no lesion. The bladder was drained. The anterior repair was completed and the patient transferred to the recovery room with vital signs stable. Further notes stated the pre-operation diagnosis and the post operation diagnosis were stress and urge incontinence. There was an estimated 30ml of blood loss and the procedure consisted of removal of interstim device, pubovaginal sling, anterior, repair miniarc r precise. There were no medications or solutions. The patient was under general anesthesia and there were no complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.